Event description:
The patient reported that she was having urinary tract infection (uti) like symptoms and the interstim was not working as it should be. The patient's indication(s) for use were gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.